Event description:
The customer contact reporter and operator error resulting in the pt receiving more medication than intended. At 1058, the device was programmed to deliver dilaudid 1 mg/ml in the pca only mode, with a 0.2 mg pca dose, and a 15 min pt lockout. At an unspecified time, it was reported that the nurse " had to separate the pca, flush the tubing, infuse the ampicillin." During the delivery of the ampicillin, the pca pump remained powered on and the pt pendant was in the pt's "possession". At 1740, the ampicillin infusion was completed and the nurse noted that the pca tubing was clamped and the nurse had to "flush tubing again, and reconnect the pca". The nurse then unclamped the pca tubing. After an unspecified length of time, the pt was noted to be "sleepy after pushing the pca a couple of times. The pt was somnolent, but arousable to name, would fall back to sleep and had a decreased respiration of 6 breaths per min." The pt was treated with two 0.2 mg doses of narcan, the oxygen therapy was increased from 2l/min to 4l/min via nasal cannula, and pulse oximetry monitoring was initiated. The pump was removed from clinical service. The customer contact stated that during a review of the pump history at the user facility, the pt pendant button had been pressed three times during the timeframe that the customer contact indicated the ampicillin was being delivered. There were no reported adverse pt sequela. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the event was the result of an operator error. The device passed testing at the user facility. The pump history, was downloaded at the user facility. A review of the pump history indicated the pump was programmed in 2008, at 1058, to deliver hydromorphone 1 mg/ml in the pca only mode, with a 0.2mg pca dose, a 15 min pt lockout and no dose limit was set. Between 1106 and 1800, there were twelve 0.2 mg pt initiated deliveries and three unmet demands. At 1816, there was one occlusion alarm, one check vial alarm, one check settings alarm, and the door was opened. Review of the history indicates the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.